Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified right coronary artery (rca). A 3.50 x 48mm xience xpedition stent was implanted with resistance met during advancement due to the anatomy and the guiding catheter. After implantation, the balloon was inflated to 18 atmospheres. Once ready for removal, the balloon was held on negative for 15-20 seconds to deflate. The balloon was fully deflated; however, when attempting to remove the balloon catheter, due to the tortuosity of the rca and the guiding catheter moving from the proximal rca to the mid rca, the balloon got stuck. Consequently, the stent was compressed and became crushed at proximal to mid section. Intravascular ultrasound (ivus) and post-dilatation was performed with a 5.0 x 8mm non-abbott balloon dilatation catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.